Event description:
It was reported that the devices were used during an unk procedure. The clips were twisting and crunching and not forming properly. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Date sent: 05/20/2008. Info anticipated, but unavailable at this time.